Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation with a grade of 4. Two mitraclips were successfully implanted. However, the second implanted clip (20215r139) detached from the anterior leaflet after deployment. A third clip was implanted to stabilize the second clip that had a single leaflet device attachment (slda). The procedure was complete with a final mr grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information, the reported incomplete coaptation appears to be due to challenging patient anatomy. The reported unexpected medical intervention (additional mitraclip, same procedure) is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation with a grade of 4. Two mitraclips were successfully implanted. However, the second implanted clip (20215r139) detached from the anterior leaflet after deployment. A third clip was implanted to stabilize the second clip that had a single leaflet device attachment (slda). The procedure was completed with a final mr grade of 1. The physician attributed the slda to mitral annular calcification (mac) present. There was no clinically significant delay in the procedure and no adverse patient effects.